Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the island dressings were too sticky and that when she removes the dressing, her skin pulls off and tears. The patient noticed it happening when the island dressings were changed. She said that the first island dressings that she got were perfect, but when the product or brand changed they were too sticky and damaged her skin. The patient prefers the old island dressings as they allowed her skin to breathe, but the new ones, the adhesive is too strong. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).